Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that the physician was using a non-hologic diagnostic scope and perforated the uterus. No treatment was given to the patient. The physician decided to proceed with the myosure lite procedure as the cavity was holding distension. The case was completed successfully with a final fluid deficit of 575ml. Patient was doing fine at end of procedure.